Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: component code - proposed code is mechanical (g04), drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the head of the drill fractured while drilling the tibial pegs. Another drill was used to complete the procedure. No adverse events were reported as a result of this malfunction.